Event description:
User received discrepant ft3 and tsh results for one patient sample. Initial ft3 result was 15.1 pmol/l, repeat result was 4.7 pmol/l, initial tsh result was 0.38 uiu/ml, repeat result was 0.92 uiu/ml. No information was provided to determine if erroneous results were reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.